Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device stopped working. All components were removed and replaced. No additional information was reported.